Event description:
Info received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found bent pins on nurse call cable. He replaced the nurse call cable to repair the bed.